Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and infusion set getting detached from the site. Blood glucose level at the time of the incident was 451 mg/dl which was treated with manual injection. Customer was advised to change the infusion set. Customer declined troubleshooting for high blood glucose. The insulin pump was not returned for analysis.